Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and movement of the patella to one side of the knee.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Operative notes for primary surgery provided to the post market surveillance group and it indicates that a right tka was conducted, but the wrong femoral component implemented during primary surgery (left knee implemented instead of using right persona femoral) and femoral component is not compatible with tibial and articular surface. From provided information the root cause for alleged issue can be considered as possible user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event.

Manufacturer narrative:
(B)(4). Concomitant medical products - all poly pat ve 32 mm dia catalog #: 42-5402-000-32 lot #: 63029221, psn tib np stm 5 deg sz d r catalog #: 42-5320-067-02 lot #: 62937448, psn fem ps cmt ccr std sz 4 l catalog #: 42-5006-:056-01 lot #: 62893996, articular surface fixed bearing posterior stabilized (ps) right 16 mm height catalog #: 42521400416 lot #: 62320271, palacos rg 1x40 single catalog #: 00111314001 lot #: 80684396, palacos rg 1x40 single catalog #: 00111314001 lot #: 79974393, psi persona ps pin gde fem-tib catalog #: 5970-000-29 lot #: 56620817, psn 2.5 mm female screw 25 mm catalog #: 42-5099-025-25 lot #: 63160287, 48 mm headed screw catalog #: 00-5791-041-00 lot #: 63144649, and disposable drill/pin set catalog #: 2001-00-000 lot #: 63082460.

Event description:
It is now known that the patient underwent a revision approximately one year post-implantation due to pain, physical limitations and the knee not functioning properly. During the revision procedure it was noted that the patient was implanted with the contralateral side components in the right knee. No additional patient consequences were reported.